Event description:
The patient initially reported difficulty recharging and a shocking sensation during an attempted recharging session on (B)(6) 2011. The patient's device information was not in the manufacturer's database, and investigation later showed the patient's dynex 3 device was made by another manufacturer. The patient stated the device "worked for a year" before he began receiving shocks when recharging. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).